Manufacturer narrative:
Device passed displacement test and self test. No back light anomaly noted. Device received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons of insulin pump were not functioning with initial push. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that screen was diminished and difficult to read. The insulin pump will not be returned for analysis.